Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: neu_refill needle, product type: accessory. (B)(4).

Event description:
It was reported that the low reservoir alarm occurred on (B)(6) 2015, the low reservoir alarm volume was 1 ml, according to the programmed flow rate. Subsequently, two days later, the empty reservoir alarm occurred. The patient missed a refill, but did not go through withdrawal. No patient symptoms were reported. On the date of the report, during the refill, no drug was expected or withdrawn; the expected refill volume (erv) was 0 cc, and the actual refill volume (arv) was 0 cc. The pump was being used to deliver clonidine, bupivacaine, and morphine (unknown).